Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a leak occurred and blood was seen in the tubing. At the time of the call, the iab was still inflating and providing therapy to the patient. However, the blood in the helium tubing was excessive and mixed with what the customer described as ¿yellow bodily fluids¿. It was reported that the blood and fluid had gone into the intra-aortic balloon pump (iabp). The getinge representative directed the customer to discontinue therapy, remove the helium tubing from the iabp, and remove the iab within 30 minutes. The customer also stated that the patient was on ECMO; stable but very sick. Approximately 30 minutes later, the customer called back stating that they could not pull the iab through the sheath to remove it from the patient. The getinge representative informed the customer that the iab should never be pulled back through the sheath as the iab membrane could shear off and that the sheath and iab must be removed together. The customer then revealed that the insertion was axillary, which is not the method described in the device instructions for use. The getinge representative reviewed removal procedure from a femoral approach. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).